Manufacturer narrative:
Na

Event description:
It was reported in a service report that the head section would not raise, the railing was loose, and that there was small amount of oil on the floor. No adverse consequences reported.